Manufacturer narrative:
A system checkout was not performed because the system was functioning as intended. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the uninterruptible power supply (ups) charge indicator in the front never goes down past 50%. The biomedical engineer was unsure if the system would remain powered on for 3 minutes when unplugged from the wall. There was no patient present at the time of the event. Additional information stating the ups would stay on for five minutes after being unplugged from the wall. The system was functioning as intended.